Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 348 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 348mg/dl. Customer's husband calling initially for an e-0. Customer assisted and were able to obtain a result and it was 348mg/dl fasting. Customer is storing strips in a closet in the dining room away from humidity and moisture. Control test was done and result was in range.